Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked insulin from the t:lock connector of the cartridge. Blood glucose level was 348 mg/dl. To address the issue, the customer loaded a new cartridge successfully.